Event description:
It was reported that a mushroom valve located in the patient cassette broke during ventilation. There was no patient injury reported. Manufacturer ref #: (B)(4).

Manufacturer narrative:
A supplemental report will be provided when the investigation has been finalized. Reference exemption #: (B)(4).